Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products and therapy dates: device evaluated by MFR? The device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number of the product was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip arthroplasty on (B)(6) 2013. During this initial hip arthroplasty, the patient suffered fracture of the femoral neck. The fracture was resolved by cerclage.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, h10. During the investigation we noticed that the (B)(4) is a duplicate of (B)(4), so the (B)(4) investigation results will be submitted as part of the (B)(4) investigation.

Event description:
It was reported that the patient underwent initial hip arthroplasty on (B)(6) 2013. During the event, the patient suffered fracture of the femoral neck. The fracture was resolved by cerclage. During the investigation we noticed that the (B)(4) is a duplicate of (B)(4) so the (B)(4) investigation results will be submitted as part of the (B)(4) investigation.